Event description:
It was reported that a user experienced hyperglycemia after consuming a large quantity of candy while using the ilet system; the highest recorded glucose was 232 mg/dl and levels remained above 180 mg/dl for approximately four hours without the need for back-up therapy, medical intervention, or ketone management. Symptoms included no acute clinical effects. Outcomes included transient elevation of blood glucose with subsequent return to target range. Investigation included review of the event details and device behavior as reported by the user, noting that the system adjusted insulin delivery and that there were no alerts above 300 mg/dl for over 90 minutes. Investigation of this case revealed no device malfunction and suggested that the hyperglycemia was associated with high carbohydrate intake, with the ilet responding as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user dietary intake rather than device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.